Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e216 (scope communication) message could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with olympus technical assistance center (tac) via the phone, the customer was instructed to press the escape key on the video system keyboard and power down both the video system and light source. The customer then removed the scope from the video system and was instructed to clean the electrical contacts with a 70% isopropyl alcohol. No cans of compressed air were available to clean the video socket on the video system. The customer then connected the scope and an e315 unsupported scope error message was displayed. The video cable was from the light source was then removed. When the video system was powered on, a b30 scope communication error message was displayed. A different scope was connected to the video system and no error messages were displayed. Tac recommended the scope be returned for repair; however, the customer declined and indicated they used a third party repair service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed an e216 scope communication error message when the scope was connected to the video system. There were no reports of patient or user harm associated with this event.